Manufacturer narrative:
Evaluation has begun and users are being notified of the problem.

Event description:
Event description: erratic movement after going down a ramp of 22 degrees. Customer description: 4/10/2023 - slight malfunction this evening. It suddenly started swerving, then backed up on its own really fast and stopped moving all together. I shut it off and turned it back on and it seems to be working fine now. Additionally, another tech reported the portable moving in 360-degree circles on its own on thursday 4/13/23. Actions on going: manufacturer and distributor working in the investigation for finding out the root cause.